Event description:
It was reported that impedances less than 50 ohms were seen on electrode pairs 0/1, 0/2, 0/3, 1/2, 1/3, and 2/3. It was not possible to insert the lead completely in the implantable neurostimulator (ins) connector. Several attempts were made. It was stated that the lead appeared to be without issue. The ins was programmed using a unipolar electrode pair. The issue did not resolve. The patient¿s status at the time of the event was said to be alive and no injury. There were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that at the last follow up, only contact 0 showed high impedances. All other contacts were ¿ok.¿ it was unknown when the follow up was. The patient was receiving effective stimulation and the physician was satisfied with therapy. Therefore, no further troubleshooting was planned. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.